Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a venous retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the left forearm. After a guide wire crossed the lesion, a 4.0-4/4t/90 symmetry¿ balloon catheter was advanced for dilation; however, the balloon ruptured. The device was simply and completely removed and the procedure was completed with a 4mm x 4cm symmetry balloon catheter. No patient complications nor injuries were reported.